Event description:
It was reported that the patient received inappropriate hv shocks due to noise. Upon explant, a lead fracture was observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead was returned in two pieces. External insulation abrasion was noted at 38.8-39.0cm from the distal tip, consistent with friction to the ICD can. The etfe coating was intact at the same location.